Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high, compared to another meter (freestyle). The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began the week prior to him contacting lfs, alleging that he obtained an inaccurately high blood glucose reading of ¿120 mg/dl¿ with the subject meter compared to ¿70 mg/dl¿ on another meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient was unable to confirm how he managed his diabetes or if he made any changes to his normal diabetes management, in response to the alleged issue. The patient reported that on an unknown date/time, after the alleged inaccuracy began, he developed symptoms of ¿dizzy, couldn¿t walk and shaky¿. In response to the symptoms he self-treated by consuming some food and drink. He reported that he obtained an blood glucose result of ¿68 mg/dl¿ on a clinic meter. The patient was unwilling to give any further information and discontinued the call at this point. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. He described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.